Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated during a device check-up. The device was explanted and replaced due to normal battery depletion. The patient was doing fine post procedure.

Manufacturer narrative:
Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.